Event description:
The customer reported that her blood glucose reached 25.9 mmol/l (467 mg/dl) about a day after activation. The cannula was out of the skin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged form the infusion site. This condition could interrupt insulin delivery and contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.